Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 09 june 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user started receiving a sensor replacement alert on (B)(6) 2025, day 158 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the investigation analysis showed no issues with sensor functionality. A review of the raw sensor indicated optical instability around the time of complaint; however, the optical instability could not be reproduced during in-house testing. This may occur in instances where the failure mode that presents itself in the body is not replicated in the lab. In an associated complaint of the user about sensor inaccuracy, a sensor re-link was performed with the user, with assistance from customer care, on (B)(6) 2025 at 12:54 pm. The user began receiving glucose suspend alerts at 3:47 pm the same day, followed by sensor replacement alerts at 10:23 pm. The glucose suspend (glucose blinding) and subsequent sensor replacement alerts occurred because the system incorrectly assigned 100% weight to a single sensing area, which was producing negative glucose values. This is attributed to a firmware anomaly that is currently being addressed and will be corrected in a future firmware release. As part of the resolution, the user was offered a sensor replacement. B4.date of this report 07 sept 2025 g3.date received by the manufacturer? 07 sept 2025 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3224,104 h6. Investigation conclusions updated to 4315,58.